Event description:
It was reported that at implant the atrial lead exhibited loss of capture. The lead was removed and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the complaint in the field could not be confirmed. The electrical tests indicated normal device characteristics. Final analysis showed the outer coil was kinked. The da,age was consistent with that occurring at the time of implant or explant.